Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator swapped out their device to an r20 neurostimulator due to the battery not holding a charge. The tined lead remained in the body. There were no reported patient complications.